Manufacturer narrative:
D6b updated and the device was explanted and is available for return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported their impella 5.5's aortic placement signal on the automated impella controller (aic) is showing 30 mmhg lower than blood pressure readings from radial arterial line pressure readings. No patient harm has been reported.